Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an error "b30" occurred upon turning the power on. The problem, as reported to olympus, was identified during maintenance of the device. There was no patient involvement, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation. During the evaluation, the reported issue was not confirmed. The lens base screw was found deformed due to corrosion. There was dust inside the unit and the tan socket was found rusty. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 4 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was not determined because the reported issue was not duplicated. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.